Event description:
It was reported that "it was unable to pace after the catheter was placed in the heart ventricle. Pacing was attempted at 5v and 10v but it did not function. The catheter position was checked by cineangiography and there were no problems observed. Another catheter was used and the problem was solved." The sales rep commented that he interviewed the physician and there seemed to be no problem with the procedure. There were no patient complications reported and pacemaker and pacing lead were functioning properly after the catheter was replaced.

Manufacturer narrative:
The product was returned for evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing confirmed the proximal electrode had an intermittent condition between the lead wire and the electrode when flexing the tip area of the catheter. The distal electrode was continuous without any intermittent condition. No short conditions were observed between the proximal and distal electrodes. No visible damage was observed on the catheter body or returned monoject 1.3cc limited volume syringe. Visual examination was performed under 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint was confirmed. Although the exact cause of the leadwire damage could not be determined, there was no indication of a manufacturing defect noted during the analysis. It is not known if any procedural factors may have contributed to the complaint. No actions will be taken at this time.

Manufacturer narrative:
Upon further review of the issue, it has been determined that this failure is related to the manufacturing process. An investigation has been opened to determine if corrective actions are needed.